Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device tested positive for the unspecified microbes as follows; -the instrumental channel; 3 cfu -the air/water channel; 3 cfu since the testing results were not cleared the german guideline, the subject device has been waiting for the second test now. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the suction channel of the subject device. [First time; (B)(6), 2021] -enterococcus faecalis; 14 cfu [second time; (B)(6), 2021] -escherichia coli; >100 cfu -enterococcus faecalis; >100 cfu the device had been reprocessed with an olympus automated endoscope reprocessor using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for the 2nd microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel and distal end of the device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found followings; the distal end insulation test has failed. The distal end cap was damaged. The adhesive on the bending rubber was cracked. The plate of inside the grip section was deformed. The universal cord was kinked. Some image guide bundles were broken. The angulation knob was stiffed. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.